Event description:
The baxter service tech reported an infusion pump with failure code l00015 found during service. The hospital representative stated thay have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.